Event description:
Investigation of an AED returned to heartstream from a customer site revealed that the AED would shut down and display a red x and chirp approx 3-10 seconds after powering on the device, and prior to initiating voiceprompts. The initial report from the customer indicated that the unit displayed a red x and had no voice prompts. There was no pt involvement.